Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 07-may-2018, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 11-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after a normal battery replacement, when the new battery was placed in the pocket, impedances were checked. All values were within acceptable parameters (all green). After closing the patient, before the transfer out of the room, additional two impedances were performed. Both times it revealed a high warning value on contact 11, which was the right-sided extension. The surgeon opted to re-open and check the connection. The result was the same and was re-tested several times. The extension connections were switched in order to determine if it was the battery or the extensions. This showed the open contact was on the right lead-extension on the 4th electrical contact. Since this was a non-therapeutic contact, the surgeon decided to leave it as is and possibly change the extension in the future if the issue does not resolve itself.